Manufacturer narrative:
Device 510k number has been corrected to reflect the most current and up to date number, as of the date of the initial report.

Manufacturer narrative:
Device lot number and expiration date are unavailable from the facility. Device manufacture date is dependent on device lot number, thus is unavailable. The device was returned to the manufacturer for visual and mechanical evaluation. It was found that all three coils were present. Two coils remained in the shaft and the inner coil was returned separately. The inner lumen had been removed by the user. Cut damage was seen only in the jacket and outer coil, and no damage was observed to the middle coil. The cause to the cut to the outer jacket and outer coil is suspected to have resulted from external force rather than the lead progressing through the device.

Event description:
It was reported that immediately following a lead extraction procedure to remove an ra pacing lead (impl 216 mo), the lead became trapped in the tightrail device. Reportedly, a glidelight laser sheath was initially used until progress down the lead stalled due to the nature of the lesion. It was at this point that the tightrail device, used in conjunction with a suture placed around the lead, was used and the lead was successfully removed. After the lead and device were removed from the patient, the user had difficulty removing the lead from the device and the inner coil reportedly came out. This did not have any effect on the patient and the procedure was completed successfully.